Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned custom anthology pummel indicated that the tip which engages with the hip stem in order to fully seat it into the femur has damage to the threads; confirming the stated complaint. This device was manufactured in 2010 and the failure is likely due to use and wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed custom part. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the threads on the pummel broke during impaction. No delay reported. No patient injuries reported. An s&n backup was available.